Event description:
The patient was treated for atrial fibrillation (afib) under general anesthesia. During the procedure, the patient's blood pressure dropped as well as respiratory disorders. Echocardiogram confirmed the patient had a pericardial effusion constituted mainly the irrigation liquid. A drainage was performed however the patient expired. Multiple attempts were done to request for further details of the event and patient's updated health status however, no additional information has been provided. The patient's baseline health condition is unknown at this point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).